Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a hyperopic surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the lens was exchanged for a different power. The event has resolved and the patient is "thrilled" with the outcome.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/19/2010 and 04/27/2010 by phone, fax, and mail. A completed questionnaire was received on 04/29/2010. (B) (4). (B) (4). (B) (4).